Manufacturer narrative:
(B)(4). Additional information : the device was received the upper jaw bent at the proximal side. The damage was not sufficient enough impede the opening and closing of the jaws. The device was tested on the generator and passed all functional testing. The energy output delivered from the device was verified and the cutting of the test media performed as expected. All three tones were heard during functional testing (tone 1 is heard when the energy activation button is pressed; tone 2 is heard when tissue impedance threshold is reached; and tone 3 is heard when the cycle is complete) there is insufficient evidence related to what caused the damage; a probable cause of the damage to the jaws could be not allowing thick and fibrous tissues to denature prior to I-blade advancement.

Event description:
It was reported that during a total laparoscopic hysterectomy (tlh) procedure, the jaws broke when trying to seal thick tissue. There were no patient consequences. Case completed with another device of the same product code.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis.